Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has been experiencing pain with loud sounds, bilaterally, and severe facial nerve stimulation. There has been no trauma, illness, blow to the head or change in medications. The surgeon has recommended a neurological consult and possibly re-implantation.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: currently no information pointing to a device failure of (B)(4). The device remains implanted and in use. The reported symptoms are likely related to the contralateral implant, whose electrode array partially migrated out of cochlea. This is a final report.

Event description:
It was reported that the patient has been experiencing pain with loud sounds, bilaterally, and severe facial nerve stimulation. There has been no trauma, illness, blow to the head or change in medications.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Device investigation did not reveal any device defect. This finding was expected, because according to the patient report the device was explanted most likely due to device unrelated clinical reasons, namely headache and facial nerve stimulation (fns), which are known postoperative undesired side effects. Although the electrode seems to be properly inserted, it could have moved too close to the lateral wall of the cochlea leading the current to spread to the facial nerve. Measurements performed whilst implanted and during device investigation are indicative of a functional device. This is a final report.

Event description:
It was reported that the patient has been experiencing pain with loud sounds, bilaterally, and severe facial nerve stimulation. There has been no trauma, illness, blow to the head or change in medications. Updated information received in (B)(6) 2017 states that the right sided device has been explanted.